Manufacturer narrative:
(B)(4). The DHR for the returned device was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha, wi facility as part of a 50-piece lot in april of 2020. Evaluation of the returned instrument shows that its mechanisms are dry and sluggish feeling, and the jaw pivot pin is slightly pulled into one side of the outer tube assembly and the jaws are slightly loose and misaligned in the closed position thus we are able to this complaint. We are unable to determine what caused the jaws to be slightly loose and misaligned in the closed position and for the knob rotation and handle to jaw mechanisms to be dry and sluggish feeling but mishandling and lack of proper lubrication as recommended in IFU l02425 r01 at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The jaws of the applier was found misaligned during a pretest before use. Therefore, a new unit was used instead. The applier was purchased by the hospital in (B)(6) 2020.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The jaws of the applier was found misaligned during a pretest before use. Therefore, a new unit was used instead. The applier was purchased by the hospital in (B)(6) 2020.